Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and deflation, received on dec 02, 2020 with catalog number (mcghan 270cc). Visual analysis of the returned device identified: crease fold, white calcification on the shell and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior and one opening punctured on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - one opening punctured on the radius assessed as surgical damage like. - one striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.